Event description:
Kimberly-clark received a report stating, "on thursday (B)(6), the top half of the tube severed below the balloon and came out of the stoma after her daughter coughed. Daughter remains in the hospital until the remainder of the tube is retrieved. The other half of the tube was removed (B)(6) in interventional radiology." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation. Without a lot number or returned device we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.